Event description:
It was reported that during the procedure to treat lesions in the right distal pudendal artery, a prowater guide wire was advanced into the patient anatomy and passed the distal lesion of the right pudendal artery. A guide catheter was then advance to the target site and a non-abbott dilatation catheter was used to pre-dilate the lesion. A 2.5 x 23 promus stent was advanced into the patient anatomy and deployed at the target site. Angiography was performed and revealed a perforation at the stent site. Multiple prolonged balloon inflations were used to seal the perforation without success. A 3.0 x 16 mm jostent graftmaster stent system was deployed to treat the perforation. Post-dilatation was performed at the distal stent as standard procedure and angiography revealed excellent flow and no evidence of dye extravazation. There were no adverse patient sequelae. Though requested, no additional information was provided.

Manufacturer narrative:
(B)(4). During processing of this complaint, attempts were made to obtain complete event, patient and device information. Guide wire: prowater. You are receiving this MDR report from abbott vascular because boston scientific corporation distributes promus as its own brand labeling of abbott vasculars drug eluting stent in the us. It was reported that the promus stenting procedure was performed to treat lesions in the right distal pudendal artery. It should be noted that the promus instructions for use (IFU) states: the promus everolimus-eluting coronary stent system (promus stent) is indicated for improving coronary luminal diameter in patients with symptomatic heart disease due to de novo native coronary artery lesions. It is unknown how, if at all, the reported IFU deviation may have directly caused or contributed to the reported patient effect(s). There was no reported product deficiency. Perforation is a known adverse event as listed in the promus IFU. Although a conclusive cause for the reported patient effects and the relationship to the device, if any, could not be determined, there is no indication of a product quality deficiency with respect to manufacture or design.